Manufacturer narrative:
There is no allegation against device functionality and due to this, analysis is not required. The system was explanted due to patient infection.

Event description:
Boston scientific received information that the patient implanted with this device system had a pocket infection. The entire device system, with the exception of the left ventricular (lv) lead was explanted without complication.